Event description:
It was reported by the nurse that end user having ileostomy reported laceration to her stoma. She mentioned that she had recently experienced weight fluctuations, which caused changes in her stoma size. She felt that the barrier was breaking down due to her effluent exposing the plastic. She stated that the plastic covering the non-body side of the barrier had cut into her stoma and this had occurred two to four times. Initially, she had not noted the size difference, but she later observed that the size varied throughout the day between 30 and 38 millimeters (mm), whereas the prior size was 28 millimeters (mm). Additionally, she also noted that the shape of her stoma had changed from round to a pear shape on its side, with the largest area being the upper left side where the laceration occurred. There was no leakage under the device. She reported profuse bleeding, and she was able to get it to stop, but during the last occurrence, had to visit the emergency department where the area was cauterized. The patient continued to use the product. No photo is available at this time.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.